Manufacturer narrative:
Lot number - unknown/ not provided, therefore the expiration date and the full UDI# are also unknown as the lot number was not provided. Implant and explant dates: if implanted or explanted, give date: not applicable as this is not an implantable device initial reporter phone number: (B)(6). Manufacture date: unknown as the lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol) a piece of the cartridge tip broke off into the patient's eye. Reportedly, the surgeon noticed it and could take it out. No incision enlargement and no patient injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 03/30/2017. Device returned to manufacturer? Yes device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed viscoelastic residue inside the cartridge tube/tip and loading zone indicating that the device was handled and prepared for surgical use. The cartridge tip was observed deformed and cracked. The customer's reported complaint was verified. Manufacturing records review: the lot number is unknown; therefore the manufacturing records for the cartridge could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.